Event description:
E-mail received from the affiliate reported that: "the patient is male with brain trauma. When he was implanted the sensor, everything is ok. But on the second day, the icp cannot recognize the sensor. And changed other icp and cable, still cannot recognize the sensor. Finally, the surgeon removed the sensor. Now the patient is fine". (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Catheter received in a drainage tube with suture attached. Internal catheter wires are broken. Multiple mashed areas along catheter body outside the drainage tube. Catheter inside and outside of drainage tube wavy and distorted. No testing was possible. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. For more details see attached evaluation report from the supplier. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this and similar events. At the present time this complaint is considered closed.